Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within spec. The insulin pump was monitored and no blank display anomalies were noted. No display anomaly or partial display noted. The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that they had a partial display on the insulin pump. Customer stated they did not drop or bump the insulin pump. The customer also reported the insulin pump would have a blank display for several days. The customer reported the screen had web-like features when the insulin pump was turned on. Troubleshooting was unable to resolve the customer's partial display. The customer also reported being hospitalized due to a heart attack. The customer's blood glucose was over 600 mg/dl while hospitalized. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.